Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose (bg) level was impacted 336 (mg/dl). The customer delivered a manual injection for correction to the elevated bg level. It was indicated that the customer had alternate insulin therapy available.